Manufacturer narrative:
Internal report reference number: 143908-1. B2: adverse event report is being submitted due to symptoms related to diabetes: shaky, trembling, feeling hot and cold, feeling like was going to collapse. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique note 1: manufacturer contacted customer in a follow-up call on (B)(6)2023 to ensure the customer's condition had improved - able to establish contact with customer's husband who stated her condition has not improved and that she was not feeling well. Husband stated that her blood sugar is fine (did not specify blood results), same as the blood pressure, he stated that he is in the process to contact her doctor due the symptoms that she is experiencing, but customer still doesn't know if the symptoms are related to diabetes or something else. Manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time. Unable to confirm if doctor had been contacted.

Event description:
Consumer reported complaint for error message (e-5). Husband is calling on behalf of the customer. During the call, a blood test was performed by the customer pm fasting and produced test result of 132 mg/dl using true metrix meter. The product is stored according to specification in the basement. The test strip lot manufacturer¿s expiration date is (B)(6) 2024 and open vial date is day prior to call. Customer's husband stated that customer feels like she was going to collapse and that she was feeling shaky, trembling, feeling hot and cold. Medical attention was not needed at the time of the call.